Event description:
It was reported that during a renal artery stenting treatment procedure, the express biliary ld pmtd 5.0x20x75 stent deployed prematurely from the stent delivery system. The physician deployed this stent at the non-target lesion and delivered and deployed another express biliary ld pmtd 5.0x20x75 stent at the target lesion. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.